Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ pt contacted lifescan alleging erratic readings on the ultra meter. The pt received a 247 mg/dl and a 343 mg/dl and did not experience any symptoms at the time of testing. The pt did not seek medical attention or contact a medical professional for advice. The test strips were in good condition and not expired. The control solution that the pt had was not expired. The test strips failed twice using the control solution. The technique of applying blood on the test strip was correct. Customer care agent (cca) had the pt run two blood tests and received a 288 mg/dl and 272 mg/dl. The control solution was used on another vial of test strips (no info on whether it was the same lot number) and the test strips fell within range.